Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure for occluded femoral artery. Upon successful positioning, preparations were made to deploy the stent. However, the trigger mechanism failed to activate, resulting in no response. The device failed to deploy fully (partial deployment). The physician then replaced it with another stent. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available a definite root cause for the reported event could not be determined. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but a provided photo showed the outer sheath of the delivery system fractured; a statement can't be made about the stent because the distal part of the delivery system and the stent graft are not visible. The investigation is confirmed for sheath fracture. There were no indications of manufacturing deficiencies. Based on the provided information and provided photos, the investigation is closed with confirmed results for outer sheath fracture. A definite root cause for the reported event could not be determined. The intended placement of the stent graft in the femoral artery indicate an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the IFU states if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the IFU states: the IFU states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding materials, the IFU states an appropriate introducer sheath and 0.035 inch (0.89 mm) diameter super stiff guidewire is advanced from a femoral artery puncture site. The packaging pictograms indicate an introducer size of 8f and a 0.035 guidewire. The fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure for occluded femoral artery. Upon successful positioning, preparations were made to deploy the stent. However, the trigger mechanism failed to activate, resulting in no response. The device failed to deploy fully (partial deployment). The physician then replaced it with another stent. There was no reported patient injury.